Manufacturer narrative:
This device was used for treatment, not diagnosis. Reported lot number is not valid for part number. Device is an instrument which is neither implanted nor explanted. Without a valid lot number, a device history records review could not be performed. The investigation could not be completed; no conclusion could be drawn because the complaint device was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while the sales consultant was assembling various parts of the trochanteric fixation nail system the blade guide sleeve and compression nut would not engage into the aiming arm unless the button was pushed. No patient or procedure was reported to be linked with the reported event per the sales consultant. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device received by manufacturer on 2/13/2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was requested. The device manufacturer was identified and corrected as it corresponds to the lot number which was verified upon receipt of the complaint device. The lot number was verified upon receipt of the complaint device as lot number 4436455. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This follow-up report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: part number 357.371 was received with several scratches on exterior. Additionally, the flange that engaged with aiming arm is flared more outwardly due to excessive wear and tear over time. During this evaluation, the returned device was assembled with known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. A known good mating part (130º aiming arm part number 357.366, lot number 4567005) was mated with the compression/buttress nut and guide sleeve, and it was confirmed that the buttress/compression nut could not snap into the aiming arm unless the button was pressed. A close evaluation of the buttress/compression nut revealed that the edge flared further outwardly due to wear and tear. As a result, the edge is no longer dimensionally the same and therefore, cannot easily snap into the capturing diameter of the aiming arm. It is important to note that the product was manufactured in november 2002 and is over 10 years old. Additionally, relevant drawings were reviewed. Specifically, the returned buttress/compression nut (part number 357.371, lot number 4436455), as noted earlier, is flared outwardly due to wear and tear over time and measures 29.01 mm. Per the design, it should measure 28.6 lease material condition (lmc). Furthermore, based on the drawing review of the aiming arm cap and locking slide plate the capturing diameter is 27.2 at lmc. Instead of having a nominal overlap of 1.4 mm per the design, the nominal overlap of returned product is 1.81 mm. Overall, the design is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This follow-up report 2 is 1 of 1 for complaint (B)(4).